Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for a report from the customer contact that the device alarmed for "proximal air in line." This is not a reportable malfunction. However, during verification testing at the service ctr, it was noted that the device regulator closer was dislodged.